Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge had inadequate iodine. The minicap was not used. There was no patient involvement. No additional information is available. This is report 1 of 14.

Manufacturer narrative:
(B)(4). This lot was manufactured from 13may2015 through 20may2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.